Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a right transfemoral tavr procedure with a sapien 3 ultra valve, there was significant resistance was encountered during insertion of the esheath+ into the patient's anatomy preventing advancement at the halfway point. The esheath+ was removed, and a distal tip split was noted. The team then switched access from the right to the left femoral artery with a new esheath+, and successfully completed the procedure. There was no patient injury and the patient was transferred to recovery in stable condition. The root cause of the event is related to severe calcification of the femoral and iliac arteries.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided by the site, and the following was observed: the patient's right access vessel had presence of tortuosity and calcification. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The reported event for sheath distal tip split has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (high push force) may have contributed to the reported event. In this case, it was reported that 'significant resistance was encountered' during sheath insertion, likely requiring high push forcers. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (high push force) may lead to sheath tip damage if compounded with challenging anatomical factors. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.